Event description:
Allegedly revised due to bone fracture not related to implant.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in italy. The following dates are estimated. Only the month/year is known: aware of event.